Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, clip delivery system. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the deployed clip (B)(4) detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The atrium was large. The first clip delivery system (B)(4) was advanced to the mitral valve. The clip was deployed, reducing the mr to 3-4. The second cds was advanced to the mitral valve; however, while placing the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician believed there was no interaction between the first and second clips. After the slda occurred, the mr increased to 4+. The second clip was deployed successfully, which stabilized the slda clip, but with only slight reduction in mr compared to the state before the procedure. With the two clips implanted, mr remained at 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the device damaging another device and single leaflet device attachment (slda) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.